Event description:
Consumer alleges his unit will not turn on. Consumer alleges that batteries were changed out about 3 days ago and they were fully charged but the chair is still not turning on. Consumer alleges he was driving the chair and it just stopped suddenly and has not worked since.

Event description:
Consumer alleges his unit will not turn on. Consumer alleges that batteries were changed out about 3 days ago and they were fully charged but the chair is still not turning on. Consumer alleges he was driving the chair and it just stopped suddenly and has not worked since.

Manufacturer narrative:
(B)(4) 2014 - this report is follow up 001 to complete the information.